Event description:
Per complaint (B)(4), an implant was stuck to the fixture mount via a fixation screw after initial placement of the implant. The implant was extracted within the same procedure. No patient impact was reported.